Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to enter MRI mode following a fall. A lead diagnostic was performed, and high impedances were reported throughout the lead. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.